Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 35.4-35.7cm and 54.4-55.3cm from the connector pin, consistent with lead friction to another device. The efte coating was at 54.4-555.3cm from the connector pin. The efte coating was abraded at 54.4-55.3cm from the connector pin.